Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no delivery alarm was found. Blood glucose was unknown. Troubleshooting was performed. Customer stated the insulin did not exit and insulin pump alarmed no delivery. Customer reports pump alarmed during manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The product will be returned for analysis.